Event description:
It was reported that after downloading 60 percent of the information on the insulin pump, system is stopped and the customer is unable to download the data. No error alarms related have been received. The customer tried to put the insulin pump closer to the usb but issue persisted. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information on the insulin pump was downloaded properly using carelink pro. However, a displayable history check failed on startup error alarm was found in alarm history screen. The alarm was due to corrupted history file. The device had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.